Manufacturer narrative:
Initial reporter phone: (B)(6). Upon receipt at boston scientific's post market laboratory the sheath was first visually inspected, and no abnormalities were found. Next, the sheath was functionally testing and there was no issue found with its steering mechanism or ability to deflect. Then, the valve was examined under a microscope and no defect or malfunction was seen. However, when the sheath's shaft was examined with a microscope a small buildup of adhesive was observed. The cause for the report of the foreign material was not established as there was no liquid present in the returned sheath nor was their evidence of there having been liquid in the sheath. Although there was extra adhesive present in the sheath's shaft, and this adhesive would have made the inner diameter of the sheath out of specification, this likely would not have been evident to a user in a way that would lead to an allegation of foreign liquid in the sheath.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath they "found liquid in the sheath" after it was unpacked. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a faradrive sheath they "found liquid in the sheath" after it was unpacked. The sheath was replaced with another faradrive sheath, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath is expected to be returned for analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.